Event description:
It was reported that the patient indicated the inflatable penile prosthesis (ipp) did not work properly, so the patient visited the hospital 2 weeks before surgery. The test found a dimple pump. It stayed flat when the bulb was pressed. The inflatable penile prosthesis (ipp) pump component was removed and replaced. After the revision surgery, the patient was stable and the event resolved.

Manufacturer narrative:
H3 device evaluation the ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functional tested and performed within specification. Product analysis was unable to confirm the reported event.

Event description:
It was reported that the patient indicated the inflatable penile prosthesis (ipp) did not work properly, so the patient visited the hospital 2 weeks before surgery. The test found a dimple pump. It stayed flat when the bulb was pressed. The inflatable penile prosthesis (ipp) pump component was removed and replaced. After the revision surgery, the patient was stable and the event resolved.